Event description:
The customer reported to customer service that while trying to use her breast pump, she plugged the power adapter in and it almost caught the blanket on fire. She indicated that at the base of the adapter there is a short and it sparked.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed sparking from the exposed wires at the strain relief, though there was no smoke, fire, flame, evidence of burning, melting and no breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue and that she would return the power supply for testing/analysis. However, as of the date of this report, the power supply has not been received. Attempts to get the product back, including a final attempt by letter on (B)(4) 2012, were unsuccessful. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.